Event description:
It was reported that one of the monitors on the stenoscop sys was physically loose. There was no report of operator or pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced and tightened two screws. The sys was tested and found to be working as intended and placed back into service.